Event description:
It was reported by the anesthesiologist, that upon withdrawal of the needle from the catheter, the red protector cap broke into two pieces. He held pressure on the catheter to keep the arterial blood from flowing out. As a result, he pryed the other piece of red cap successfully from the catheter. The catheter was placed. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.